Event description:
During the final dissection of tissue, using a 3.5mm/60 staple load, the load fired correctly, but when opened, excessive bleeding occurred (patient lost 1000-1400mls of blood as a result to the malfunction) resulting in an open procedure (posterolateral thoracotomy). The stapler had completed part of the fissure transection, but the last 1.5cm of the staple load did not fire although the knife assembly did advance, thus, transecting a pulmonary vein. Upon inspection of the staple load, it was observed that the tip of the stapler never fired the staple load, but did cut tissue.